Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given juice and food to treat. The customer experienced symptoms such as acting funny. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported a high of 419 mg/dl a few days prior to the call. The caller also mentioned pump battery issues and bolus not delivered alerts. The reservoir will be returned for analysis.